Manufacturer narrative:
Inspection of the log files corresponding with the reported event show no indication of insulin delivered without user programming and initiation. All boluses were found to have the confirm bolus button pressed as well as a carb entry in order to deliver them. The patient history buffer file shows that the algorithm was adjusting insulin delivery totals as expected with user inputs and estimated glucose values received from the continuous glucose monitor. The system correctly generated an automated delivery restriction alert on the date of occurrence after the system was delivering at the max rate for a sustained period of time. The system was then switched into manual mode where it delivered insulin at the user's set basal rate. No problems were found with the systems insulin delivery during the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient alleged that they received an unprogrammed bolus while the personal diabetes manager was rebooting. The patient reported receiving a low glucose alert from their continuous glucose monitor, vomiting, and feeling faint. As treatment the patient reportedly consumed food and removed the pod. At the time of call, the patient reported glucose levels had risen to 300 mg/dl. If additional information is received, a supplemental report will be submitted.